Event description:
Patient wearing cozmo deltec pump for management of insulin dependent diabetes. Patient was staying with aunt out of state for the summer. Patient was vomiting and had high sugars. Family called our office on two consecutive days. She appeared to be improving with clearing of ketones. She became worse on the following morning and was transported to hosp in extremis. Ph=6.5, glucose >500. Pump has not been evaluated.